Manufacturer narrative:
A supplemental report will be submitted upon final completion of the plant's investigation. This is one report involving the same patient for two separate event (incidence).

Event description:
A peritoneal dialysis patient reported having two heart attacks. A follow up call was made to the patient's peritoneal dialysis registered nurse. The nurse reported the patient's most recent heart attack was on (B)(6) 2015 but was attributed to the patient's history of high cholesterol. The patient has a preexisting history of diabetes and hypertension but no congestive heart failure. The date for the second heart attack was unknown.

Manufacturer narrative:
The serial number of the device were not available. The device was not returned to failure analysis lab for investigation. Pdrn stated that patient's heart attack might be due to history of high cholesterol. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.